Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse found that the damaged cable had been discarded "some time ago" and was no longer available for evaluation. The customer reported a damaged pads cable and requested a replacement cable. The fse shipped a replacement defibrillator pads cable to the customer. Philips will consider this as a pads cable malfunction; although philips cannot confirm this was a malfunction of the cable. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
It was reported to philips that the device cannot perform pacing due to damaged defibrillator pads cable that was damaged some time ago. The device was reported as being available for clinical use at the time of the event but no patient was involved nor was there any adverse patient impact.